Manufacturer narrative:
Conclusion: in the current v4.00 firmware, the tolerance on the stroke of the seedselectron extractor arm position is 5mm. In case the extractor does not reach the outermost position but the deviation is less than 5 mm, this is not reported as an error and the positioning of the seed/spacer trains can be shifted. In the finished-device-test-procedure (fdtp) the position accuracy is checked. During usage of the seedloader, the extractor might become bent or dirty which can result in a shorter stroke. If the user does not perform a qa check-position test of the seedloader before the treatment, this miss-positioning of the seed/spacer train may occur with no error being indicated by the seedselectron software/firmware. A customer information bulletin will be released to all seedselectron customers. Additionally, a firmware update is planned to resolve this issue.

Event description:
During a seed implant, the seedselectron pushed the tip of the foremost seed of the first needle several mm past the tip of the needle. The seed ended up in the bladder but was immediately retrieved. Evaluation of the device on site, the nucletron seedselectron specialist was able to reproduce a similar problem by doing the following actions on the seedselectron: performing a check-disposables as normal. Performing a qa check-position and adjust compensation for accurate drive-wire-tip to needle-tip agreement. Performing another check-disposable, but this time, obstruct the extractor from reaching its outward end-stop position by about 3 mm. Observe that the check-disposables completes without any errors being detected (also during inward end-stop, the end-stop position is reached). Performing a qa check-position (skipping check-disposables and not changing the compensation value). It was observed that the tip of the drive-wire goes beyond the tip of the needle by about 3 mm.